Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: cut on the cable. A root cause could not be identified. The most probable cause of the identified failure is cause traced to the user, not following the manufacturer's instructions. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The event can be prevented, by following the instructions for use which state: each part of the camera head must not be subjected to strong force or impact. Inflicting strong force or impact on each part of the camera head may result in a breakdown of the device. Do not squeeze, pull, twist, rub the camera cable hard. Also, do not bend the camera cable into a small arc whose diameter is 20 cm or smaller. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head cable had a cut. There was no patient involvement.